Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump error 63 alarm (variableinfo=15) confirmed in the insulin pump history due to isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that the fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.